Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had discomfort at the ipg site due to the location of the ipg. As a result, the patient underwent surgical intervention on (B)(6) 2019 where the ipg was relocated higher, resolving the issue.